Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no electrical anomalies were found. Analysis did find that the upper case, lower case, ring cover, side bail covers, and battery drawer were broken, the lead flex cover was corroded, the ring was bent and the battery release was contaminated.

Event description:
It was reported that the epg (external pulse generator) would intermittently shut itself off after being powered on, when the biomedical engineer was doing a functional check. Additional information was later received that the epg had been found not working, while attached to a patient. The battery was replaced, and the epg worked for a short time, then failed again. It was replaced with another unit. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.